Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause may be loosening and patient not following weight bearing protocol following surgery. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7065-90, lot# 8047003938017, mfd. 10/23/12, expires 2015-10, (B)(4); 2nd (middle): ifuse implant, p/n 7055-90, lot# 383339, mfd. 01/20/15, expires 2020-01, (B)(4); 3rd (inferior): ifuse implant, p/n 7045-90, lot# i0806, mfd. 08/27/13, expires 2018-08, (B)(4).

Event description:
In (B)(6) 2015, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient had a short period of pain relief before the pain symptoms returned. A different surgeon believed that the implants may have been loose on the sacral side and that the patient may not have been following proper weight bearing protocol after the initial procedure. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the implants. The status of the patient following the revision surgery is not known.